Event description:
A (B)(6) male admitted in transfer from local facility ed with a 2 day history of vomiting with hematemesis. Diagnosed by CT scan showed large morgagni hernia with colon and portion of stomach in hernia defect causing gastric outlet obstruction. Pt taken to the operating room on (B)(6) for laparoscopic diaphragmatic hernia repair where graft mesh secured using protack device. Pt tolerated procedure well. The pt became hypotensive and bradycardic during recovery in pacu, and found to have a pericardial effusion on echo. He was taken emergently back to the operating room for a sternotomy and repair of a right ventricle cardiac laceration. Pt remained very unstable in the operating room and had a transvenous pacemaker placed and was transferred to a facility with cardiac surgery capability for further care. Pt was stabilized there for a short period of time when he had a full cardiac arrest and was unable to be resuscitated due to emd arrhythmia and expired.